Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r, this ipg serial number is included in field advisories.

Event description:
Additional follow up revealed that patient had a pocket revision surgery on (B)(6) 2018. Symptoms have been resolved and effective therapy has been established post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has lost weight and subsequently requires to bend in order for the programmer to connect to ipg. As a result, surgical intervention may be needed to revise the ipg pocket.